Event description:
During a coronary stenting treatment procedure the catheter became stuck inside the stent after deployment. The lesion being treated was a calcified, mid left anterior descending (lad) lesion. This was predilated with a maverick2 2.0 mm x 20 mm balloon. The balloon was only able to inflate partially due to the hard calcification. The physician was able to deliver the express2 3.0 mm x 2o mm stent and it was successfully deployed. After the balloon was deflated the delivery catheter became stuck inside of the stent and could not be removed. The physician tried to pull back with force and the catheter is reported to only have moved 2 mm. The physician then tried to reinflate and deflate the balloon several times, and it was after this the catheter became unstuck and was removed from the pt's body without incident. No pt injuries or complications were reported. The status of the pt is listed as good.